Event description:
It was reported the bd microtainer® contact-activated lancet experienced foreign matter on the device needle/blade. The following information was provided by the initial reporter. The customer stated: "there seems to be dirt or debris in the lancet once the cap was removed."

Manufacturer narrative:
H6: investigation summary: bd had not received samples but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed to be burnt plastic. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of burnt plastic was not observed. Based on a review of the device history record for the incident lot, during quality control conduct in batch 1 of notified lot number, 2 lancets with burns on tab caps were found. Aql was not exceeded. Product was released. Bd confirmed the burnt plastic is an aesthetical defect on inner housing. The most probable root cause is that the defect was generated during the inner housing injection process. H3 other text : see h10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd microtainer® contact-activated lancet experienced foreign matter on the device needle/blade. The following information was provided by the initial reporter. The customer stated: "there seems to be dirt or debris in the lancet once the cap was removed."